Event description:
Total parenteral nutrition (tpn) hub of peripherally inserted central catheter (PICC) line cracked. This has happened 9 times with 6 patients impacted. Line exchange required for each. Manufacturer is aware. On-site visit completed, will return cracked piccs that were sequestered (3 in total) via mail to manufacturer for evaluation - pending.